Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the insulin delivery of the infusion device is inaccurate. He reported it used to take 3 days to use an entire cartridge and now it takes 5. His blood glucose elevated above 300 mg/dl, and his normal range is 120-125 mg/dl. He injected insulin via syringe to treat hyperglycemia. He switched to a new infusion device, and his blood glucose returned to normal. No adverse event was reported. The alleged products were requested for evaluation.